Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was alleged the pump history did not match the active basal program settings. The basal history and basal segments did not match. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because there was an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 11-apr-2018. Device evaluation: the device has been returned and evaluated by product analysis on 05-apr-2018 with the following findings: a review of the pump's basal history showed that it did not match the corresponding basal program on the day of the alleged complaint due to a manual time change. The pump was exercised for 24 hours with a 2.0u/hr basal rate without issue or call service alarms; at the end testing the basal history correctly showed 2.0u/hr and the total daily dose showed 48.0u. The original complaint of a history/settings issue was unable to be duplicated.